Event description:
This is filed to report patient death. This article was a retrospective study aimed to evaluate the predictive value of different mitral regurgitation (mr) parameters from intraprocedural transesophageal echocardiogram (tee) for grading in consecutive transthoracic echocardiogram (tte) during the follow up. It was reported that patients underwent successful transchather edge to edge mitral repair (teer) between 2010 and 2020. Complications included patient death. The article concluded that when intraprocedural quantitative parameters to assess residual mr after teer were individually evaluated, only maximum and additive vena contracta (vc) were associated with persistence of significant insufficiency. No additional information was provided. Details are listed in the attached article titled, ¿correlation of intraprocedural and follow up parameters for mitral regurgitation grading after percutaneous edge-to-edge repair¿. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported death cannot be determined. However, death is listed in the instructions for use (IFU) as known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Estimated dates. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Attachment: article titled, "correlation of intraprocedural and follow up parameters for mitral regurgitation grading after percutaneous edge-to-edge repair."